Manufacturer narrative:
A patient expired. The manufacturer's field service engineer evaluated the device. The device passed all manufacturer's required testing. No faults were found. There were no parts replaced.

Event description:
The customer reported the patient expired while on the ventilator. It was reported the remote alarm did not sound at the central alarm station.